Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. After the device was returned and inspected, it was found that the strain relief had detached from the luer. A guidewire was successfully passed through the catheter, and multiple deployment tests were performed. The device deployed into both the basket and flower configurations without any unusual resistance. Under microscopic examination and ultraviolet light, an issue with the adhesive bonding between components was observed at the site of the strain relief separation.

Event description:
During an atrial fibrillation procedure, a farawave catheter was selected for use. While treating the pulmonary veins and nearing the completion of the case, a puddle of saline was observed on the floor. Upon investigation, it was found that the heparinized saline bag pressure tubing had snapped off the farawave catheter, resulting in the stopping the saline infusion through the catheter's splines. The physician promptly removed the device, replaced the catheter, and successfully completed the procedure. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During an atrial fibrillation procedure, a farawave catheter was selected for use. While treating the pulmonary veins and nearing the completion of the case, a puddle of saline was observed on the floor. Upon investigation, it was found that the heparinized saline bag pressure tubing had snapped off the farawave catheter, resulting in the stopping the saline infusion through the catheter's splines. The physician promptly removed the device, replaced the catheter, and successfully completed the procedure. No patient complications were reported. The device is expected to be returned for analysis.